Manufacturer narrative:
The following fields have been updated with corrections: device available for eval? Yes. Returned to manufacturer on: 2019-06-14. PMA/510(k)#: k161552.

Event description:
It was reported that bd posiflush¿ normal saline syringe stopper separated from the plunger. The following information was provided by the initial reporter: material no.: 306547. Batch no.: unknown. It was reported that "when aspirating blood on syringe, the plastic separated from the plunger". I have recently received another product complaint on the bd 10 cc ns syringe. Manufacture number 306547, lot number unknown. The complaint is as follows: when aspirating blood on the 10cc ns syringe, the plastic separated from the plunger.

Event description:
It was reported that bd posiflush¿ normal saline syringe stopper separated from the plunger. The following information was provided by the initial reporter: material no.: 306547 batch no.: unknown it was reported that "when aspirating blood on syringe, the plastic separated from the plunger". I have recently received another product complaint on the bd 10 cc ns syringe. Manufacture number 306547, lot number unknown. The complaint is as follows: when aspirating blood on the 10cc ns syringe, the plastic separated from the plunger.

Manufacturer narrative:
Investigation: one sample was received. It came in a ziploc biohazard plastic bag. The stopper/ plunger is at the 3ml mark on the graduated scale. The bottom part of the syringe is contaminated with blood. Through the plastic bag a visual inspection was performed. There is no blood leakage over the stopper; there is blood between the stopper ribs. No additional analysis can be performed due to contamination. A device history record review could not be completed as no batch number was provided. Root cause could not be determined due to limited investigation from the contaminated example.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Information will be captured on trend reports and monitored monthly. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale: no batch#/sample available.

Event description:
It was reported that bd posiflush¿ normal saline syringe stopper separated from the plunger. The following information was provided by the initial reporter: material no.: 306547, batch no.: unknown. It was reported that "when aspirating blood on syringe, the plastic separated from the plunger". I have recently received another product complaint on the bd 10 cc ns syringe. Manufacture number 306547, lot number unknown. The complaint is as follows: when aspirating blood on the 10cc ns syringe, the plastic separated from the plunger.